Event description:
It was reported that the serial port on the physician's handheld computer is really loose, and that if the handheld is not held perfectly still, communication will not be established. Troubleshooting was performed and the problem was isolated to the handheld computer. Product has been requested, but has not been returned to manufacturer to date.

Event description:
The handheld computer was returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were noted with the handheld or software. The cause of the reported event is unknown.